Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix fully retracted with blood and tissue visible in the helix. The tissue/blood was removed and the helix extended. The helix was noted to be bent, but operates within specification. (B)(4).

Event description:
It was reported that prior to use, it was noted that the helix of the right ventricular (rv) lead was unable to extend. The rv lead was not implanted. No patient complications have been reported as a result of this event.